Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 145 mg/dl, 135 mg/dl, 500 mg/dl, 550 mg/dl and 560 mg/dl. The customer was treated with injection. Customer reports insulin pump keeps getting insulin flow blocked alarm. Customer states they performed a 5.0 unit fill cannula. Customer states the insulin exited. Customer reports insulin coming out at prime. The customer was declined to troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.